Manufacturer narrative:
Patient information was not provided at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the images would not transfer to the navigation systems. This happened on two different systems. The scans had the nav tag but it kept saying manual registration required. The green bar for image system connection, but it did keep flickering in and out on the navigation system. They were unable to manually push the images to the navigation system. There was no reported delay and no reported impact to patient outcome.